Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 6 not detected on bus, which located on (B)(6). As per part investigation, it was determined that there was thermal damage observed to component u300 on the full height cubie pmc. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of (B)(4) main drawer 6 not detected on bus was confirmed by fse (field service engineer) and subsequently confirmed in the dchu testing and inspection process. According to work order #(B)(4) the fse reported that it was found drawer 6 failed. The fse reseated row board and bus cables. Also, it was replaced with a drawer controller, interface board and position sensor. Still, it had issues. The fse replaced a bad pyxibus module controller, ran hardware test application and tested the drawer. The report was closed. During dchu visual inspection: 151903-01: sn (B)(6): the full height cubie pmc was received with no signs of fluid ingress, missing, loose or broken components. Sn (B)(6): the full height cubie pmc was received with signs of thermal damage on component u300. 151612-11: the position sensor was received with a missing connector. 151622-01: the drawer controller board was received with no signs of fluid ingress, missing, loose or broken components. During dchu testing: 151903-01: sn (B)(6): was evaluated on an esd protected surface with a calibrated dmm and failed during the testing of diode d201. Sn (B)(6): the testing from dchu was not required due to the thermal damage observed during the visual inspection. 151612-11: the testing from dchu was not required due to the thermal damage observed during the visual inspection. 151622-01: was evaluated on an esd protected surface with a calibrated dmm and passed the resistance testing on components d501, mosfet q501 and mosfet q601. A functional testing was performed using a dchu hta equipment and no issues were found. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was identified as thermal damage to component u300 on the full height cubie pmc (p/n 151903-01) circuit board resulting from an electrical failure. Additionally, one position sensor had a detached connector. This damage compromised the communication and control signals responsible for managing the cubie pockets and drawer's position, leading to their malfunction.